Event description:
Litigation alleges that the patient experienced debilitating pain on account of her asr left hip implant. Litigation further alleges that the patient experienced discomfort in her hips and legs, thereby interfering with her ability to perform daily living activities. Update: medical records received for the left hip on (B)(6) 2013. Revision operative report for the left hip indicates the following: pain; metallosis; inflammation; very thick bursal tissue; gray tinted clear synovial fluid; extensive scarring; small amount of corrosion; cup had very little if any bony ingrowth; acetabular bed had an area of bony erosion. The adapter sleeve and femoral head added to complaint.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.